Event description:
Caller indicated the relion prime meter was giving high readings. Caller stated she was getting higher readings over 200 for several days, so she spoke with a nurse and was instructed to increase her insulin dose. The next day, she became hypoglycemic felt shaky and weak in the afternoon tested with relion got 120 and retested a few minutes later with another meter and got reading of 80. She took a glucose tablet and brought her sugar back up. Controls not used. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.